Event description:
It was reported that the pump declared multiple, intermittent temperature alarms while the customer was charging the pump. Reportedly, the pump was not exposed to extreme temperatures. Customer's blood glucose ranged from 100-134 mg/dl. The customer continued using the pump and had manual injections as alternate insulin therapy.